Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that the pt lost range of movement in the carpometacarpal joint of the thumb, where the device hd been implanted. The joint was painful. The subsided head was observed to have sunk into the trapezium 2mm from the position seen on postoperative x-rays. The implant sat on the collar. The pt required a surgical procedure to remove the implant. The explanted device was discarded by the hospital. It had a normal appearance on explantation. The exact product catalogue number has not be provided. Integra hs requested additional clinical information.